Manufacturer narrative:
(B)(4)

Event description:
The customer complained of a questionable result for 1 patient sample tested for elecsys ferritin on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The initial ferritin result was 0.950 ng/ml. The sample was retested on (B)(6) 2018 due the initial result being low and a ferritin result of >2000 ng/ml with a data flag was obtained. The sample was repeated auto diluted by the analyzer with a ferritin result of 40,774 ng/ml. The initial result was not released outside of the laboratory. The auto diluted repeat result was deemed to be correct and was released outside of the laboratory. There was no adverse event. The initial result was from a sample aliquoted by a modular pre-analytics system. The results generated on (B)(6) 2018 were from the primary tube. The ferritin reagent lot was 19215400 with an expiration date of 28-feb-2018. On the day of event a field engineering specialist had visited the customer site for a previous issue the customer was having with ferritin. During this service visit the field engineering specialist had adjusted the pinch tubing but was not able to find a root cause of the problem. The customer ran calibration and qc testing with acceptable results. During service visits on 05-jan-2018 and 12-jan-2018, the field engineering specialist was unable to find a root cause. He replaced multiple parts and checked multiple components. He performed ferritin precision testing with acceptable results. The customer ran calibration and qc testing following both service visits all of which had acceptable results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include foam or bubbles on the sample surface, tilted tubes initial combination with wet tube walls, fibrin clot or strands caused by insufficient pre-analytical handling, or insufficient maintenance. A general reagent issue can be excluded. The customer stated that there have been no further erroneous ferritin results since the day of event.